Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, when the implant in question was opened, the lid stuck and did not peel off, and the implant in question was taken out by cutting it with a scalpel. The surgery was completed successfully without any surgical delay. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary it was reported that on (B)(6) 2024, when the implant in question was opened, the lid stuck and did not peel off, and the implant in question was taken out by cutting it with a scalpel. The surgery was completed successfully without any surgical delay. No further information is available. The product was returned to depuy synthes for evaluation. A manufacturing investigation was performed by the depuy synthes cork team. Visual inspection of the attune fem por cr rt sz 7 package exhibits evidence of opening and the lid was found partially torn in an irregular direction. Although the packaging was returned in an open condition, evidence suggests the device had been properly sealed and packaged at the manufacturer prior to when it was opened. Furthermore, as the manufacturing investigation revealed that the seal met all specifications, no evidence suggests an error in the manufacturing that could be a contributing factor in the reported allegation. Even though the damage on the lid is not traced to a manufacturing issue, it is reasonable to confirm the reported allegation as the evidence suggest that the customer had difficulty to open the package. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the attune fem por cr rt sz 7 would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a manufacturing record evaluation was performed for the finished device 4400910 number, and no non-conformances nor manufacturing irregularities were identified. Device history review a manufacturing record evaluation was performed for the finished device 4400910 number, and no non-conformances nor manufacturing irregularities were identified.